Event description:
It was reported that paravalvular leak (pvl) occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 25mm lotus edge valve was implanted with a great outcome. The patient was discharged home and was fine. Post procedure summary: in (B)(6) 2019, the patient experienced decompensated heart failure and shortness of breath. Medical examination revealed moderate to severe pvl. The suspected cause of the pvl was attributed to an undersized valve. There were no issues with the patient's anatomy. A small amount of calcium was on the left coronary side. A valve in valve procedure was performed with a 26mm non-bsc valve. The pvl was reduced to mild. The patient was discharged home with a pin point jet of trace pvl and is doing well.